Event description:
It was reported that a malfunction occurred on the customer's pump, but there was no adverse impact on the customer's blood glucose level. Initially, the customer did not reset the pump but was advised to call back for a pump reset. The customer later called back and successfully completed the reset process with assistance from technical support. The malfunction did not recur after the reset, and the customer was informed about a software update to help prevent future issues. The customer was advised to continue using the pump and to contact support if any malfunctions recurred.